Manufacturer narrative:
Follow-up # 1 ¿ (05/14/2014).the patient¿s meter and test strips have been returned on 4/11/2014 and 4/25/2014, respectively, and evaluated by lifescan product analysis on 5/1/2014 and 5/2/2014, respectively, with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter displayed an ¿error 4¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2014. The patient manages his diabetes with metformin pills (2 pills in the morning and evening), glyburide pills (2 pills in the morning and evening) and januvia pill (1 pill in the morning). The patient reportedly skipped and/ or stopped taking his usual dose of medications. On the morning of (B)(6) 2014, the patient claimed he had a severe headache. The patient denied receiving medical treatment. The alleged issue was not resolved with retesting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of ¿severe headache" does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged ¿error 4¿ message remained unresolved.